Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead was capped due to impedance issues. No further information is available.

Event description:
New information revealed that the patient presented in clinic, where a trend of rising low voltage impedance was discovered. The patient was stable following the procedure.